Event description:
Information was received from a patient who was receiving fentanyl (n/a mcg/ml at n/a mcg/day) and bupivacaine (n/a mg/ml at n/a mg/day) via an implantable pump for unknown indications for use. It was reported that the patient stated when they connect to the pump, it gets to 90% 'really fast,' but then it might sit for 'a few minutes,' then stated 'up to a minute or two,' before it finishes the last percentages. The patient stated that 'in the beginning, it was going quicker, but it seemed to slow down. It has been that way for quite a bit' and their pump has been implanted 'awhile now.' An agent assisted the patient in connecting to pump and the patient read 'myptm application not responding,' and stated that 'if I hit on wait, it goes back to connecting to the pump again,' referencing having to do this before, and then the patient able to reconnect and request/receive a bolus successfully. Troubleshooting de termined that the patient has never closed down myptm app, turns off handset with app running on, and sometimes turns on communicator after opening myptm app. The patient also mentioned they sometimes only use 4-5/10 boluses they were prescribed per day, depending on their pain. The patient inquired magnetic resonance imaging (MRI) (does not have one scheduled). An agent reviewed all considera tions and redirected the patient to healthcare provider (hcp) to discuss medical bracelet. On 2024-05-13, (B)(6) update, rpl (B)(6) (con): additional information was received from the patient who re-reported the same issues. The patient powered on the handset and the agent had the patient turn airplane mode on and off. The agent then had the patient connect to the pump. Once it got to 90%, it stalled for an extended period of time. The patient was able to eventually receive a bolus. Troubleshooting did not resolve the issue. A replacement handset was requested from the repair department because the app was freezing and stalling at 90% for an extended period of time while on the call, and for a while after troubleshooting. No patient harm reported. On 2024-05-23, (B)(6) update (con) document contains no new information regarding the event. On 2024-05-31 patltr (con): additional information received from a patient indicated that the cause of the issue was determined. The patient stated that the new communicator reads or "connects" with their pump very fast and delivers the bolus immediately.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software product ID: tm90t0, serial# (B)(6), product type: accessory product ID: hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer stated that the patient stated it was taking forever for the handset to read and deliver a bolus. The agent reviewed taking the communicator off from over the pump once it stops progressing at the 90% after initiating a bolus. The agent walked the patient through clearing the data on the handset. The patient requested a bolus, and it delivered immediately. The troubleshooting steps taken on the call resolved the issue. Additional information was received from a consumer indicated that they wanted assistance with their equipment. The agent reviewed and walked the patient through. The agent advised to monitor and call back if issues continue.